Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pain in the inguinal area and the reservoir was slightly pushing through the tissue. The ipp remains implanted and active and the physician made the space larger for the reservoir under the bone.